Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth. This adverse event is reported after 30 calendar days. It was not initially reported because it did not seem the customer was alleging that the device caused or contributing to the adverse event. However, after further review, decision was changed to report because it could not be ruled out with the available information.

Event description:
The customer reported necrosis on tooth #8 while wearing the aligners. Medical intervention was required, and a root canal was performed. Aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).